Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. No unexpected low battery alarm, replace battery now alarm or blank display noted. Device was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, but the display did not return. Troubleshooting advised customer to remove the battery for 2 hours and then to call back after that to further troubleshoot if necessary. No further details given.